Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lymphadenopathy, capsular contracture baker grade iii. Certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation surgery with two 380-cc mentor memorygel breast implants experienced right sided breast cyst and left sided lymphadenopathy and left sided capsular contracture baker grade iii post procedure. As a result, patient has a planned explanation on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 6, 2022, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on june 27, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 380cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association between breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).